Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for high blood glucose readings. The blood glucose reading when released from the hospital was 264 mg/dl. The customer stated, she changed the infusion set prior to being hospitalized, but she didn't give a manual injection. Troubleshooting was performed and the insulin pump passed the required test.